Event description:
Procedure: arthroscopy of left hip. During procedure, surgeon noted multiple metal specks on bone which had come from the shaver. Metal fragments were successfully removed from the joint via a magnetic retriever. No further intervention required.